Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed), d.11, & h.6. (Device code). The customer¿s report of a filter leak was confirmed. The set configuration was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with set and components during initial visual inspection. Functional infusion testing found a leak from the air vent of the micron filter. The root cause of the leak could not be definitively determined.

Event description:
It was reported that the IV tubing set leaked during an infusion of tpn on a premature baby. Filter was cracked and there was crystallization on the outside of the filter which appeared it was leaking for an extended period. It was confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the IV tubing set leaked during an infusion of tpn on a premature baby. There was crystallization on the outside of the filter which appeared it was leaking for an extended period. There was no patient impact.